Event description:
The patient came in reporting pain and the cause of the pain was unknown. At 2 weeks form primary the surgeon determined that the patients stem was undersized and the femur bone fractured. The surgeon revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department. Postoperative femoral fracture, few weeks after cementless tha. The patient came in reporting pain. From the radiographic image it is visible a bone fracture in the medial area of the femur. The reason of the fracture is unknown, no specific traumatic event is reported. Often the preparation of the femoral bone by broaches may weaken locally the bone and when load is applied a fracture may occur. Both stem and head were revised. No reason to suspect that this event is due to a faulty device. Batch review performed on 31 march 2022: lot 150554c: (B)(4) items manufactured and released on 19-june-2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Original lot. Lot 150554: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold (resterilized devices considered) without any similar reported event either on the other resterilized devices of this lot.